Manufacturer narrative:
Philips investigated this complaint according to the additional information collected during diagnostic vascular procedure was performed when the issue happened. The procedure was delayed, and it was completed by using another room. Philips remote service engineer (rse) analysed the system remotely and confirmed the reported problem. After reviewing log, it confirmed that x-ray generator issue. Philips field service engineer (fse) visited onsite and found error in power inverter and to resolve the problem, fse replaced the power inverter and return the part for further analysis, but no failure found. After the replacement of power inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.